Event description:
Customer reported that machine removed too much weight. The pt removal was set at 300 ml/hr and from 08.00 am to 09.00 am it was removed 513 ml/hr, then from 09.00 to 10.00 am it was removed 501 ml/hr.